Event description:
The biomedical engineer (bme) reported that this g9 monitoring unit displayed the shutdown button on the secondary monitor during surgery. Then, both monitors went black, while the g9 would flash amber and green for the status lights. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this g9 monitoring unit displayed the shutdown button on the secondary monitor during surgery. Then, both monitors went black, while the g9 would flash amber and green for the status lights. The bme had to reboot the unit by unplugging it from the power source; however, no audible alarm sounded. They were able to monitor the patient on the transport monitor without any issues - no patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the g9 monitor: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na . Bsm model #: bsm-1700. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this g9 monitoring unit displayed the shutdown button on the secondary monitor during surgery. Then, both monitors went black, while the g9 would flash amber and green for the status lights. The bme had to reboot the unit by unplugging it from the power source; however, no audible alarm sounded. They were able to monitor the patient on the transport monitor without any issues - no patient harm. Investigation summary: the nihon kohden (nk) repair center (rc) received the device on 10/27/2023. However, they were unable to confirm the reported issue, as the issue could not be duplicated. Nk rc stated that the unit starts up and functions normally without any issues. The unit was additionally tested over the weekend and was still unable to duplicate the reported issues. As such, a definitive root cause could not be determined, but there is a possibility that it may have contributed to the sudden power surge. Power issues may occur due to improper maintenance, such as not checking the grounding before each use, sudden site outages or surges, issues with a connected uninterrupted power supply (ups), loose cables, or the use of damaged power cables. Several potential causes of system board-related issues have been identified, including the g9s battery pack option to prevent data loss, incorrect battery being used, incorrect battery installation, battery not being fully charged prior to being installed, battery being stored or charged in an environment that exceeds 104°f (40°c), normal wear and tear, battery calibration needed, or software upgrades to the g9 needed. A review of the serial number of the reported device (model: cu-192ra, serial number: (B)(6)) does not reveal any additional related complaints or trends for similar complaints. Nihon kohden will continue to monitor and trend similar complaints. Attempt # 1: 10/13/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 2: 10/24/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 3: 11/03/2023 emailed the bme for all items under the no information list. No reply was received. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the g9 monitor: cns: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: na. Bsm: model #: bsm-1700; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that this g9 monitoring unit displayed the shutdown button on the secondary monitor during surgery. Then, both monitors went black, while the g9 would flash amber and green for the status lights. No patient harm was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that this g9 monitoring unit displayed the shutdown button on the secondary monitor during surgery. Then, both monitors went black, while the g9 would flash amber and green for the status lights. No patient harm was reported.